Event description:
It was reported that the pt's pump had been empty for 2 months. In (B)(6) 2009, pt was hospitalized for a seizure and diaphragm issues and the doctor told the hcps at the hospital: "do not touch her pump". Caller stated: "I want to take a knife and cut my stomach open and take it out". Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).